Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited varying impedances, an increased sensing integrity counter (sic), and multiple short v-v intervals.

Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low pacing impedances. The lead remains in use. No patient complications have been reported as a result of this event.